Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the device was noted to have atrial tachy response (atr) mode switched inappropriately. The patient was symptomatic as a result of the atr mode switches or bradycardia syndrome. A health care professional (hcp) suspected a potential lead to device header connection anomaly. No adverse patient effects were reported. This product remains in service.